Event description:
A peritoneal dialysis (pd) nurse reported during a follow up call the patient had been hospitalized and released on (B)(6) 2015, due to the patient's omentum twisting around her catheter and needing to be repositioned. The patient developed peritonitis and had two cultures sent and final report identified enterococcus faecalis nosocomial. The patient was performing hemodialysis treatment while her surgery site healed per the medical records.

Manufacturer narrative:
The patient was prescribed two grams of vancomycin and is doing better with better draining and no abdominal pain. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.